Event description:
It was reported that during testing, the autopulse platform stopped performing compressions. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the bottom cover was found to be cracked. During functional testing, the platform performed as intended with no user advisories or warnings exhibited. A review of the autopulse archive was performed and no user advisories or warnings messages were observed on the reported event date of (B)(6) 2015. The reported complaint of the platform stopping compressions was however confirmed on (B)(6) 2015. The archive data shows that the platform stopped compressions on (B)(6) 2015 with multiple user advisory 42 codes (force overload tripped) being displayed. Possible causes for this user advisory include damage to the processor pca cables and connectors or improper load cell connections. Inspection of the device found that all pca cables and connectors were seated properly. Load cell characterization testing was also performed which indicated that the load cells were functioning within specification. Based on device evaluation, there were no deficiencies with the platform that may have caused or contributed to the ua 42 codes. A cause could not be determined. Based on the investigation, the part identified for replacement was the bottom cover. In summary, the reported complaint of the platform stopping compressions was confirmed through archive review. The archive data showed that on (B)(6) 2015, the platform stopped compressions with multiple user advisory 42 codes (force overload tripped) being displayed. Based on device evaluation, a cause for the ua 42 codes could not be determined. Following service, including replacement of the damaged bottom cover, the platform passed all functional test criteria.